Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended but were not made. The patient was recently checked with no complaints therefore the clinician opted to monitor. The patient was stable with no complaints.